Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "I received reports that the bd 1ml luer-lok syringe that the measurements are off or blurry. The clinic didn't save them, but found a syringe today that appears melted."

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 1ml syringe was received and evaluated. It was observed the syringe was bent with a large indentation above the 1ml marking and a smaller indentation at the 0.4ml marking. It appeared there were no scale marking defects. Potential root cause for the damaged barrel defect is associated with the assembly process. The barrel was potentially caught in a dial after the plunger rod was inserted. No corrective actions are necessary based on the defective rate identified. Batch 9066708 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale marking issues were found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "I received reports that the bd 1ml luer-lok syringe that the measurements are off or blurry. The clinic didn't save them, but found a syringe today that appears melted."